Event description:
User facility medwatch received. Describe event or problem: patient had surgery for failed right total hip replacement due to articular wear (asr recalled hip). Implants were removed and replaced with new implants. Hardware description: femoral head 999890245; 2201814, 45. Acetabular cup dp 2160688 c size 50. Other relevant history marked elevation of cobalt.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. (B)(4).